Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found. UDI (di): (B)(4).

Event description:
It was reported that the patient presented to clinic for a routine scheduled visit and lead is seen eroding from the pocket site. The patient is stable but admits to having soreness at the pocket site for the past 1 month with increased soreness, redness and swelling. Device is functioning properly and all measurements are within normal range. The device is not eroded. The patient has been started on antibiotics. Patient was in stable condition. The device system was extracted on (B)(6) 2015.